Event description:
It was reported that an unknown infusor was not flowing properly. This occurred during patient infusion of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.